Manufacturer narrative:
Continue section e1 (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and inflammation, affected side unknown. It was noted the patient had "respiratory failure" which has been deemed not device related. The device has been explanted.